Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a single lumen central venous catheter was placed in a patient. The physician attempted to attach an ICU medical ¿7¿ small bore pressure infusion ext set w/ microclave and reported air in the line. The physician reported that when a needleless connector was attached to the line with the IV tubing, air was no longer present. No patient harm was reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One catheter was returned to manufacturer for investigation. Function testing determined the catheter aspirated without difficulty. The catheter flushes with ease. Visual exam noted no leaks. A notch in the fitting was noted as per drawing. A review of the device history for lot number 6777438 found there were no non-conformances related to the reported failure mode. A review of complaint history revealed no other complaints associated with the complaint device lot number (6777438). The instructions for use (IFU) provides warnings, product recommendations, contraindications, and intended use information for the device. To conclude, functional tests determined the catheter aspirated and flushed, without issues of leaking. The doctor was concerned the notch in the fitting contributed to the difficulty experienced during use; but the notch is part of the design and the device was found to function correctly in the investigation process. The difficulty the customer experienced could not be recreated in the evaluation. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The complaint was not confirmed based on the investigation of the returned device that concluded the device to be functional as intended. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event information to report.